Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead had an unstable position and kept backing up in the vein when the wire was removed. The lv lead also had high thresholds. The lv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).